Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor did not read as being level. The user also reported the sensor alarmed even when it was seated in the level sensor pad properly. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.